Manufacturer narrative:
The ICD and the lead were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for these devices was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. The returned data have been analyzed. The analysis of the available iegms revealed the presence of noise in the right ventricular channel, which led to multiple charging cycles resulting in 24 shock deliveries, confirming the clinical observation. Based on the available information, the root cause of the clinical observation could not be determined. There was no indication of an ICD malfunction. However, the integrity of the lead cannot be assured.

Event description:
After an implantation period of approx. 31 months, oversensing with inappropriate therapies was reported.